Manufacturer narrative:
A product was not returned for analysis, lens remain implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported during intraocular lens (iol) implant procedure, a scratched lens from a company cartridge was implanted in patient's eye. The surgeon chose to leave the lens implanted. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The used company cartridge was returned. The cartridge matched the provided photos. The cartridge was microscopically evaluated. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had a large aneurysm on the top left. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Scraped damage was observed on the left side of the nozzle with disruption in the coating. This damage was on the side with the aneurysm and would indicate plunger damage. Qualified associated products were indicated. The lens damage could not be verified. The lens was not returned. The root cause for the observed cartridge damage and reported lens damage appears to be related to a failure to follow the instructions for use (IFU). The returned company cartridge had a large aneurysm on the top left of the tip. The cartridge also had a scrape in the nozzle on the same side. Inadequate viscoelastic was observed in the cartridge. The nozzle and tip damage would also indicate the lens/plunger were not properly positioned for advancement. IFU instructs to the completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company .the handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.